Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter had been reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred at an unspecified time on (B)(6) 2016. At this time the patient alleged to have obtained a blood glucose reading of "160mg/dl" with the subject meter and "130mg/dl" on another meter within 30 minutes of one another. The patient does not take any medication in order to manage their diabetes and did not make any changes to this usual regimen as a result of the alleged product issue. An unspecified period of time after the alleged product issue occurred the patient developed the symptom of "shaky"; a symptom which the patient associated with hypoglycemia. The patient denied requiring any form of treatment as a result of this symptom, however. At the time of troubleshooting the cca confirmed the unit of measure was set correctly on the subject meter and the samples were taken from an approved sample site. The patient's products were replaced and requested for evaluation. Although the blood glucose comparison being made did not exceed lfs' criteria for accuracy, this complaint is being reported because the patient experienced a symptom which is suggestive of serious injury after the alleged product issue occurred.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.